Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of solent omni thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message alert occurred during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the lower limb vein. Aspiration was initiated inside the patient's body. After around 8 seconds, the device stopped working and error message alert occurred. Water was observed to be entered into the pump. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message alert occurred during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the lower limb vein. Aspiration was initiated inside the patient's body. After around 8 seconds, the device stopped working and error message alert occurred. Water was observed to be entered into the pump. The procedure was completed with another of the same device. There were no patient complications and the patient was stable.